Event description:
It was reported que the patient with this implantable cardioverter defibrillator (ICD) was scheduled to undergo a magnetic resonance imaging (MRI) procedure. Upon programming the device into MRI protection mode, it was noted that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The physician opted to proceed with the MRI. No adverse patient effects were reported. At this time, this device system remains in service.